Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/18/2016, the reporter contacted animas and alleged an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation against insulin delivery. Function of the pump.